Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Mdt rep said provider (hcp) reported low impedances with contacts 1 <(>&<)>0 @ 43 ohms, contacts 2<(>&<)>0 @ 179 ohms, and contacts 1<(>&<)>2 @182 ohms. All monopolar electrodes were green. Hcp further reported tingling sensation in patient's right arm and shocking sensation. There is no known cause of impedance issue, such as fall/trauma. Agent discussed with rep what is appropriate electrode combination for therapy usage. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Cause of the tingling/shocking in right arm was not determined. Physician programmed around affected electrodes using monopolar, but the issue has not resolved. Patient is considering a lead revision but only if they cannot get efficacy using monopolar settings.